Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call your doctor" icon message was seen on the pt programmer following a physician mode recharge (pmr) procedure he performed at home. The neurostimulator was noted to be in an overdischarge condition for possibly 3 months. It was noted that the pt had spent most of the afternoon of friday (B)(6) 2011 in his physician's office in the pmr mode for about one and half hours and with an add'l 2 to 3 hours in the regular charge mode. He charged the battery to full and the MFR rep was able to clear the por with a clinician programmer. Impedance testing showed "great". The device was turned on and the pt was able to get good coverage. The pt was instructed to keep his neurostimulator battery charged.